Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were having trouble with the act and the start button. The customer¿s blood glucose level was 143 mg/dl. The customer also reported that the keys are currently responding. Troubleshooting was not performed. The device will not be returned for analysis.